Manufacturer narrative:
Unit received with blank display due to corroded battery tube. Unit had broken battery cap.

Event description:
The customer reported via phone call that the insulin pump had broken battery cap and threading at battery compartment. The customer's blood glucose level was 217 mg/dl. The customer was advised to discontinued the insulin pump and revert to backup plan. The device will be returned for analysis.